Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a weak circulation pump. The device was evaluated upon receipt. Low flow alarm during initial testing. Erratic inlet pressure. Serviced circulation pump. Other maintenance performed. Replaced coin cell due to age. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Assess/service returned loaner equipment mis call received (B)(6) 2024: nurse states they are receiving an alarm 113 reduced water temp control. Nurse states the patient had been rewarming at the rewarm rate, but patient temp began dropping. Nurse provided s/n (B)(6). Confirmed cooling tt 33.5c, rewarming to tt 36.5c, pt is 34.7c, wt 35.5c, and wfr 0.6 l/min. Had nurse pause therapy, empty pad, and disconnect pad. Had nurse straighten pad tubing and confirm no kinks or bends. Had nurse select adjust under rewarm, nurse changed 'rewarm patient from' from 36.2c to current patient temp 34.7c. Nurse resumed therapy, after a few minutes wfr 0.3-0.6 l/min. System diagnostics: wfr 0.4 l/min, ip -7.4psi, cpc 24%, system hours 1,842, and pump hours 1,581. Had nurse stop therapy, empty pad and disconnect. Walked nurse through placing device in manual control. Without pad: wfr 1.7 l/min, ip -3.2psi, and cpc 100%. Informed nurse it appears the circulation pump is bad; this device needs to go to biomed labelled low flow.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they were receiving an alarm 113 (reduced water temperature control) in an arctic sun device. Nurse stated the patient had been rewarming at the rewarm rate, but patient temperature began dropping. Nurse provided s/n (B)(6), confirmed cooling targeted temperature (tt) was 33.5c, rewarming to targeted temperature (tt) was 36.5c, patient temperature (pt) was 34.7c, water temperature (wt) was 35.5c, and water flow rate (wfr) was 0.6 l/min. Had nurse pause therapy, empty pad, and disconnect pad. Had nurse straighten pad tubing and confirm no kinks or bends. Had nurse select adjust under rewarm, nurse changed rewarm patient from 36.2c to current patient temperature 34.7c. Nurse resumed therapy, after a few minutes water flow rate (wfr) was 0.3-0.6 l/min. System diagnostics, water flow rate (wfr) was 0.4 l/min, inlet pressure (ip) was -7.4psi, circulation pump command (cpc) was 24 percentage, system hours 1,842, and pump hours 1,581. Had nurse stop therapy, empty pad and disconnect. Walked nurse through placing device in manual control. Without pad, water flow rate (wfr) was 1.7 l/min, inlet pressure (ip) was -3.2psi, and circulation pump command (cpc) was 100 percentage. Informed nurse it appears the circulation pump was bad, this device needs to go to biomed labelled low flow. Informed nurse to swap to a new device, nurse was going to check and see if they have one. Informed nurse if they have issues adjusting the settings to call back, recommended if they borrow one from an adult intensive care unit (ICU) to call them to adjust settings for neonatal intensive care unit (nicu).